Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify when the alleged inaccuracy issue began. The patient claimed obtaining blood glucose readings of ¿112 and 123 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. It was not reported what diabetes management routine the patient was following or if she made any changes to this routine in response to the alleged inaccuracy issue. The patient claimed that an unspecified time after the alleged issue began she developed a symptom of "shaking". It was not reported if the patient received any treatment or medical intervention as a result of the alleged inaccuracy issue. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for obtaining the blood samples. The csr walked the patient through performing a control test on the device and the result obtained fell within the expected control range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after obtaining alleged inaccurate readings with the subject device.